Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the issue and replaced the right high resolution stereo viewer (hrsv) to correct the issue. The system was tested and verified as ready for use. Isi received the hrsv monitor involved with this complaint and completed the device evaluation. The unit was returned for failure analysis (fa) and the reported failure was replicated/confirmed. In-house fa was performed, and the monitor was installed and tested on the printed circuit assembly (pca) test system. System started up with no image on the left hrsv monitors and the screen was completely black. The unit was sent to the original equipment manufacturer (OEM) due to the console left eye remaining completely blank. A procedure review was performed. The distal pancreatectomy procedure was performed on (B)(6)2022 via system sk0181. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse) investigation revealed error 119 related to low current in the high resolution stereo viewer (hrsv). This complaint is considered a reportable event due to the following conclusion: the customer converted to a single console system after the start of the procedure due to the high resolution stereo viewer (hrsv) in one of consoles was black. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported the high resolution stereo viewer (hrsv) in one of the consoles was black. The surgeon moved to the other console and continued operating. The caller was advised to perform additional troubleshooting following the procedure - powering down the system, reseating the blue fiber cable, recycling the breaker, then restarting the system. The procedure was continuing as planned and there was no reported injury. Attempts to obtain additional information from the customer concerning the reported event have been performed with no success.